Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ alert during a supply change and noted a blood glucose of 342 mg/dl; the user used contact detach infusion sets and required multiple supply swaps before a guided dry run succeeded, after which another full swap restored normal operation. Customer care provided support that included remote troubleshooting, guided dry run, and product replacement shipment. Investigation of this case revealed no reproducible device malfunction after successful setup and normal operation, and the hyperglycemia cause remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included recovery to in-range glucose after troubleshooting, without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.